Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported of receiving a battery out limit alarm and did not respond to alarm due to being asleep. Customer's blood glucose was 600 mg/dl. Customer was vomiting and had large ketones. Customer was sent to the emergency room on (B)(6) 2016. When customer arrived at the emergency room, blood glucose was 400 mg/dl. Customer was hospitalized, was monitored and released.